Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: one hundred and fifty three sealed 29g x 12.7mm pen needle samples were returned from lot. No. 9247438, cat. No. 328203. Magnified examination was carried out on thirty samples and no issues were observed with needle points. No foreign matter was observed on the samples. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: no issues were observed with the returned samples therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the end of the needle had foreign matter (bump) with a bd ultra-fine¿ pen needles. The following information was provided by the initial reporter: there seems to be some kind of bump on the end of needle.